Manufacturer narrative:
(B)(4). Based on the information received, the device was prophylatically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted. (B)(4).

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. Fsca premature battery depletion with ICD - (B)(6) 2016. On (B)(6) 2017 during a pocket revision the physician decided to explant the ICD unify assura cd3361-40qc sn (B)(4) and to implant a new ICD unify assura cd3361-40qc sn: (B)(4). The explanted device will be send to sjm for the analyses. The patient's condition was good after the procedure.